Event description:
It was reported that on (B)(6) 2017 the patient underwent an ankle fracture procedure where the following devices were implanted: ar-8943c-10 / lot: 1338539 x1, ar-8835-20 / lot: 10016008 x1, ar-8835l-14 / lot: 141751 x1, ar-8835l-16 / lot: 10003529 x3, ar-8835l-18 / lot: 1382955 x3, ar-8926t / lot: 17469 x1. Patient underwent a second procedure on (B)(6) 2019 for an unknown reason. All devices listed above were explanted. Additional information provided 4/24/2019: the second surgery was confirmed and the devices listed were explanted. Patient was operated and titanium implants were placed to replace the explanted steel implants. It was reported that the products were withdrawn in the second surgery for safety and to avoid metallosis. No further explanation was provided as to any additional reason for the second surgery.

Manufacturer narrative:
Additional information was received 4/24/2019. The event description has been updated to reflect this additional information. No allegations were made against the device. It was found to be worn from use but dimensionally in spec.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that on (B)(6) 2017 the patient underwent an ankle fracture procedure where the following devices were implanted: ar-8943c-10 / lot: 1338539 x1. Ar-8835-20 / lot: 10016008 x1. Ar-8835l-14 / lot: 141751 x1. Ar-8835l-16 / lot: 10003529 x3. Ar-8835l-18 / lot: 1382955 x3. Ar-8926t / lot: 17469 x1. Patient underwent a second procedure on (B)(6) 2019 for an unknown reason. All devices listed above were explanted.